Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 1 year after the dental implant was installed in intraoral region #20 it was verified its non- osseointegration. The patient presented insufficient bone quality/ quantity (bone type I) and bone graft was executed. Immediate load was not performed.